Manufacturer narrative:
After further review of additional information received the following sections d10, g2, g3, g6 and h2 have been updated accordingly. Section d10: concomitant medical products lgc tibial fit tray cem sz 4f/4t (serial# (B)(6)), one peg patella (serial# (B)(6)), optetrak asy,cr cemented femoral, sz 4 (serial# (B)(6)) section d6b: explanted date.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of excessive posterior contact, especially medially, which led to wear and fracture of the polyethylene and tibial tray. Contributions from a combination of axial rotation mismatch of the femoral component relative to the tibial insert, the overall posterior slope of the tibial insert, and pcl tensioning to the condition of the polyethylene cannot be determined from the provided information. Prosthesis wear may have contributed to particle-induced osteolysis and if the patient was lost to regular follow-up, the osteolysis may have progressed unnoticed. The most probable root cause associated with the reported event of "prosthesis fracture" is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.

Manufacturer narrative:
Concomitant medical products: optetrak asy,cr cemented femoral, sz 4 (cat# 230-02-04 / serial# (B)(4)) lgc tibial fit tray cem sz 4f/4t (cat# 02-012-45-4040 / serial# (B)(4)) one peg patella (cat# 200-03-38 / serial# (B)(4)) optetrak asy,cr cemented femoral, sz 4 (cat# 230-02-04 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7.5 yrs postop the initial implant, the male patient was revised found catastrophic poly failure with massive osteolysis of the right knee. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation.